Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.

Event description:
It was reported that the pump failed volume test. The event occurred during testing. No patient injury was reported.

Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found the tamper seal was broken, a scratched lcd lens, damaged battery compartment, and a worn dso seal. Review of the device's event history log was not applicable. Three accuracy tests were performed and the expulsor was within manufacturer specifications. The most probable root cause is user error/customer equipment/test method. The service history review identified no indication that the complaint was related to a service of the device within the review period.